Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the suture breakage issue mostly noticed ?- before use, during use or after use (pre-op, intra-op or post-op) on patient? Please confirm the specific number of patient events where this reported issue noticed? Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event please provide additional complaint details: did the suture break before use, during use or after use (pre-op, intra-op or post-op) on patient? Event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return..etc? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture seemed to ¿break more easily¿ compared to the black nylon. The surgeon opined that the suture may have lower tensile strength compared to black nylon. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: lot mlq288, exp 09/30/2023, mfg 10/20/2018. A manufacturing record evaluation was performed for the finished device possible lot, and no non-conformances were identified. Investigation summary ==> it was reported that the device had breakage suture issues. An empty opened box and seven unopened samples of product code w526, lot # mlq288 were returned for analysis. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: mlq288 additional information was requested and the following was obtained: how long have dr damon thomas been using the w526? Two years can you please advise the alternative suture & code dr damon thomas as alternative? The black nylon suture mentioned as alternative, is the surgeon referring to 699g? If not can you provide a product code so that the manufacturer can compare the claim between the two sutures. 1666g or 8635g. How many times has the breakage occurred since initial issue? 6 ¿ 12. For each event: what procedure was being performed? Skin lesions. Was this during use on patient? Yes. Were there any patient consequences ? No. How was the procedure completed? Another suture either 5/0 nylon or 5/0 prolene. Any change to patient¿s post-op management? No. What tissue was the suture being used on? Skin.